Manufacturer narrative:
Software investigation completed. This issue will be continually monitored in a medtronic software anomaly tracking database. A medtronic representative performed a system check out on (B)(4) 2013 using a new composite cable with the system. He was not able to re-create the reported issue. Images transferred to the system without issue and software functioned as it should. The system functioned as it should in a spine surgery on (B)(6) 2013 as well.

Event description:
A medtronic representative reported that, while in a spine procedure, 2.0.1 software exited during navigation, while attempting to use the zoom function. Seventeen fluoro shots were taken with the c-arm and activated, after a re-boot and deletion of other patients in the list, more images were taken and activated. The software exited a second time in navigation, however, the system was not being used when this exit occurred. The surgeon opted to discontinue the use of the navigation system to complete the procedure. There was no impact on patient outcome.

Manufacturer narrative:
Surgeon declined to provide patient information. Medtronic representative, following-up, reports that both times the software exit occurred, the system sat on the blue screen that displays "exiting" for approximately 15 minutes before site staff held down the power button to turn the system off. Review of logs and core files not revealed a definitive root cause. Software investigation not completed at time of this report.